Manufacturer narrative:
This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting. There is no additional information available for this event as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during an unknown procedure, the device did not yield the amount of pressure desired for insufflation. There were no alarms received and no indication as to why the pressure would not go past 9 mmhg. The cavity size was set to normal, and smoke evacuation was turned off. There was no evidence of any leaks and the o-ring yoke appeared to be good. There was no reported adverse impact to the patient.

Manufacturer narrative:
Additional information was received for this event. The device was not returned as such, an actual device evaluation is not performed. Evaluation is performed by historical data and communication. This supplemental report is being submitted to provide this information. Initial reporter¿s job title is clinical director. The event occurred at the beginning of a laparoscopic gastric sleeve. There were no other devices involved in the event. There was a delay in the procedure of 10 minutes and the patient was under general anesthesia at the time of the delay. There was no injury or medical intervention associated with this event. The procedure was completed with the same device. No devices were replaced during the procedure. The device was inspected prior to use and no anomalies were found. The settings and connections were checked and found to be correct. There was no damage to the insufflation tube. The gas cylinder was in an upright position. During the event, an olympus camera (endo eye) was also being used. There were no errors, alarms or alert tones associated with this event. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. The reported issue of the device was that it did not yield the amount of pressure desired for insufflation. In troubleshooting the device, it was confirmed that the co2 bottle was open all the way. No leak was observed, the cavity size was normal and the smoke evac was turned off. The o-ring on the yoke was good. The issue still persisted: the set point of pressures was set at 15mmhg and that only 9mmhg was achieved. Root cause of this issue cannot be identified, since the device is not returned. Probable cause for the issue could be: failed due to the failure of the main board. Caused by the effects of environmental factors.